Event description:
Hearing performance with the device is affected after a trauma to the head. The user reported that he had an accident with a golf cart and that he was hit very hard on the head on the implanted side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported impact seems likely. However to determine an exact root cause device investigation of the explanted device is necessary. No information on possible further steps has been received. This is a final report.

Event description:
Hearing performance with the device is affected after a trauma to the head. The user reported that he had an accident with a golf cart and that he was hit very hard on the head on the implanted side.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the area of the coil section. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device is affected after a trauma to the head. The user reported that he had an accident with a golf cart and that he was hit very hard on the head on the implanted side. The user has been re-implanted.